Event description:
On 1/23/1997 a call was received stating, twice when the skull clamp was locked in place the unit slipped and lacerated pts (2). The most recent pt (1/22/1997) had a scalp laceration on the forehead which required stitches. The previous pt also required stitches. The same physican performed both operations. There was not any knowledge of any post operative complications in either incident.